Manufacturer narrative:
Reporting institution name (B)(6) reporting institution (B)(6). Analysis was performed by a philips authorized service provider (asp) which included troubleshooting and testing the unit. The asp determined that the hospital's power supply of this equipment was reversed at the terminal, which was attributed to an excessive number of devices connected to the power source. The unit subsequently tested using a fluke esa620 electrical safety analyzer. Following testing, the equipment was confirmed to be operating normally. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the hospital's power supply which was connected to an excessive number of devices. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that abnormal heart rate. The device was in use on a patient at the time of the event, there was no adverse event reported.